Manufacturer narrative:
Device evaluation: the rms-060020-r device of unknown lot # was not available for evaluation, therefore a document based investigation will be carried out. Document review including IFU review: as the lot # of the resonance stent set device is unknown it is not possible to carry out a review of the manufacturing records. However, prior to distribution all rms-060020-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020-18) states the following: "potential adverse events associated with indwelling ureteral stents include: fistula formation including arterioureteral fistula." There is evidence to suggest the user did not follow the instructions for use which accompany this device. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as the IFU which accompanies this device lists fistula formation including arterioureteral fistula is a known complication associated with the use of the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report, nephroureterectomy was conducted. There is no further information about the patient's condition. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 29-oct-21.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via email "developed a uretero-arterial fistula and required a nephrostomy tube and the stent removed." Did any unintended section of the device remain inside the patient¿s body? - no. Please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - required nephrostomy and the stent removed. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - none reported. Has the complainant reported that the product caused or contributed to the adverse effects? - none reported. Please specify adverse effects and provide details. Was there any surgical / medical intervention performed due to the experienced difficulty? - no. Additional questions: did any unintended section of the device remain inside the patient¿s body? - no · please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - required nephrostomy and the stent removed · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - none reported. Has the complainant reported that the product caused or contributed to the adverse effects? - none reported. Please specify adverse effects and provide details. Was there any surgical / medical intervention performed due to the experienced difficulty? - no. Will the facility be reporting this event to the FDA? - no. Would you like an acknowledgement letter? - no. What was the date of the event? - asku. Please choose one option: would you like a 1 each no charge replacement of g34108-rms-060020-r sent to (B)(4) or credit applied for 1 each or no account action is needed? - no action. Is the complaint device being returned? - discarded. Patient info (age, gender, weight, pre-existing conditions)? - female . What type of procedure was being performed? - stent exchange. How was the procedure completed after the difficulty occurred? - procedure was completed with the complaint device. General questions for all complaints: are any images available for review? N/a, yes, no. What was the target location for the stent? Did anything have to be removed from the patient? N/a, yes, no. If yes, please specify: (I) what part of the body the device was removed from? (Ii) what device was removed? (Iii) what instrument was used to remove it? Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. Why was the stent removed? N/a, exchange, other if other, please detail why the stent was removed. If the stent was removed what was used to complete the procedure? What was the length of the indwell time? What disease mode was the physician trying to treat? What type and size wire guide was used with the device? Did the device come with a pigtail straightener? N/a, yes, no. If yes, was the pigtail straightener used? N/a, yes, no. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? N/a, before, after. Did the user attempt to attach the tapered end of the stent to the inserter? N/a, yes, no. Was this device assembled outside of the body? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. Should the event involve metallic resonance (rms) stents, request the following: was the stent stored in strong light (e.g. In a pyxis maching) or in direct sunlight? Was there difficulty advancing the stent to the target location? How long was the stent in-dwelling? How often was the stent checked during the in-dwelling time? What method was used? Was the patient using calcium supplementation? Was force required to remove the stent? Was encrustation evident on the stent? What is the source of the extrinsic compression? If caused by a tumor, what is the tumor type? What is the stage of the tumor? Request the following should the complaint be regarding difficulty with the hydrophilic coating (wire guide): - n/a.